Event description:
It was reported that a user requested to return an ilet system after experiencing episodes of hyperglycemia and hypoglycemia while the device was in use, despite training and subsequent troubleshooting and education. Symptoms included high glucose readings flagged as ¿high¿ for a few hours with device alerts and a low glucose event to 44 mg/dl for about 30 minutes, without loss of consciousness, dka, or need for medical intervention. Outcomes included user self-management with back-up therapy, no assistance required, and no hospitalization. Investigation included complaint intake, review of user-reported glucose events and alert behavior, and provision of troubleshooting and education. Investigation of this case revealed normal alerting behavior with unclear etiology for the reported glycemic excursions and no reported device component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.